Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for birth control. She reported to her healthcare provider that she was experiencing severe headaches, severe abdominal pains, heavy bleeding, painful intercourse, back pain, and hair loss. On or about (B)(6) 2015, the plaintiff underwent surgery. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). She underwent an unspecified surgery about one and a half year after essure insertion. The events are anticipated in the reference safety information for essure. Abdominal pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. Although the surgery performed was not specified, in order to assure the safety side, company considered it to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. A product technical analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital haemorrhage). She underwent an unspecified surgery about one and a half year after essure insertion. The events are anticipated in the reference safety information for essure. Abdominal pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. Although the surgery performed was not specified, in order to assure the safety side, company considered it to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.